Event description:
An overdose was reported with symptoms of decreased level of responsiveness. Healthcare provider (hcp) wanted to turn the pump down or off. The ptm (patient therapy manager) programmer had limited patient history and currently patient was in the emergency room. Drug delivered via the device was morphine. Additional information has been requested, a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2002, explanted: unk.

Event description:
It was reported that the patient experienced hyperglycemia. The patient required verbal stimuli to awaken but did awaken with voice command. The sedation was from the patient's out of control diabetes. The patient went home against medical advice.

Manufacturer narrative:
(B)(4)